Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower case and side bail covers were found to be broke, and the ring bail bent. In addition, the upper case, battery drawer, and battery drawer o-ring were contaminated, and the battery contacts compressed.

Event description:
It was reported the device won't turn on. No patient involvement or complications were reported as a result of this event.